Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any issues reoccurred.